Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining standard femoral component size 11 right catalog #: 42508607002 lot #: 66173513, persona porous osseoti spiked tibial component size g right catalog #: 42535007902 lot #: 66367160. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced right knee swelling and limited range of motion approximately one (1) month following right knee arthroplasty. The patient was treated with a steroid and compression sleeve to address inflammation. Initial operative notes noted no intraoperative complications. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.